Manufacturer narrative:
An isi field service engineer (fse) was dispatched to investigate the reported event. While onsite, the fse found evidence in the error logs of repeated 23/30 errors indicating a fiber communication fault. The site coordinator confirmed that the fiber cable was accidently removed. After several attempts to reset the system, a non recoverable error was shown on the mtml. The fse swapped the mtms and replaced the remote arm controller (rac) to isolate the fault on armnet 1. The system was tested and verified as ready for use. The rac has been returned and evaluated by the failure analysis team. The reported failure could not be replicated. The rac was installed onto a test system, where it ran 10x power cycle and it sat idle for one hour. Unable to replicate the reported error. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk4524. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopic after the start of the procedure due to a non-recoverable fault on the surgeon side console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported non recoverable fault on the surgeon side console (ssc). The tse verified logs and saw multiple 23/30/25592/25596 errors pointing to the master tool manipulators-left (mtml). The tse recommended that the customer perform a hard reboot on the ssc. The reboot was performed, but there was no change. The tse recommended a hard reboot on the whole system, and the customer tried with no change. The tse recommended using the ssc from the site's other da vinci system, which was currently not being used. However, the customer declined to move in the other ssc, and chose to finish the case laparoscopically. The procedure was converted to laparoscopic and was completed with no reported injury. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.